Event description:
Caller reported a cgm error, specifically error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and after following these steps, the cgm error did not reappear.